Event description:
It was reported that the side port of the sheath fell off. The sheath was replaced and the case continued without patient consequences. The caller is requesting a replacement sheath.